Event description:
The customer reported that the system displayed an error code that the collimator was too large. Also the right monitor has poor image quality.

Manufacturer narrative:
(B) (4). The ge service representative replaced the high voltage cables on the system. They also replaced the right monitor. The system operates as intended. (B) (4)